Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been hospitalized three times for dka since (B)(6) 2015. This report documents the second hospitalization. The event is reported as the pump was not able to be eliminated as a cause or contributor to the dka.